Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net exhibiting non-sustained right ventricular oversensing episodes recorded by the implantable cardioverter defibrillator. It was determined that the episodes were caused by intermittent loss of capture. Device programming was made in-clinic. The patient was reported as stable.